Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia on the evening of (B)(6) 2026. The patient's blood glucose levels declined to 43 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported included diaphoresis, shaking, and malaise. Reportedly, the pod delivered 55 u of insulin all at once. The patient was treated with carbohydrate intake (2 glasses of milk and a blueberry muffin). The patient was not hospitalized nor did they visit the emergency room. The caregiver reached out to the patient¿s endocrinologist who recommended that the patient go to the emergency room. However, the caregiver was able to raise the blood glucose level to 54 mg/dl and did not seek medical treatment. It was reported that the patient had been using a pod that was from a lot which was listed in an affected lots notification.